Event description:
It was reported the pt had his inflatable penile prosthesis replaced due to "failure of device", infection, and eroded tubing. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Reservoir, catalog#: 7240415, serial #: (B)(4), expiration date: 08/25/2012, manufacture date: 08/2010. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Manufacturer narrative:
Reservoir, catalog#: 7240415, serial #: (B)(4), expiration date: 08/25/2012, manufacture date: 08/2010. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.